Event description:
It was reported that catheter stuck on guidewire occurred. The 75% stenosed target lesion was located in the moderately tortous and mildly calcified right coronary artery. An opticross imaging catheter was advanced for viewing and when the device was removed, it was noted that the device got stuck on the guide wire. The physician pulled strongly and the device was able to be removed to complete the procedure. It was noted that the catheter was kinked but the guidewire appeared undamaged. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
A visual inspection of the returned device revealed multiple kinks in the sheath assembly from femoral marker to the proximal end. There was observed that the distal tip was lifted. No other visual damages were encountered upon visual inspection. A test guidewire (0.014) was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that catheter stuck on guidewire occurred. The 75% stenosed target lesion was located in the moderately tortous and mildly calcified right coronary artery. An opticross imaging catheter was advanced for viewing and when the device was removed, it was noted that the device got stuck on the guide wire. The physician pulled strongly and the device was able to be removed to complete the procedure. It was noted that the catheter was kinked but the guidewire appeared undamaged. No patient complications were reported and the patient's status was stable.